Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hernia repair on (B)(6) 2016 and mesh was implanted. On (B)(6) 2017, the patient underwent surgery to attempt laparoscopic repair of recurrent hernia, and continues to experience abdominal pain. No additional information was provided.

Manufacturer narrative:
Additional information. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.